Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the consumer has not returned the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown if the patient experienced any symptoms related to the event. The patient's weight at the time of the event was also unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va1h8z4, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2017, and during the surgery, the health care provider (hcp) found that one of the electrode resistances were too high; the electrode/lead was replaced and the operation was completed. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.